Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade following a perforation. The physician first ablated the left superior pulmonary vein (lspv) and then attempted to move to the left inferior pulmonary vein (lipv). The physician ended up in the left atrial appendage before he was corrected and moved to the lipv. After working on the lipv ablations were performed on the posterior wall, these ablations are considered off label use as the farawave is only indicated for the treatment of the pulmonary veins. Then 4 ablations were applied to the right superior pulmonary vein (rspv) when it was then noticed the patient's blood pressure dropped. Vasopressors were applied at this time and the physician applied two more ablations before it was noted the patient's blood pressure had further dropped. Intracardiac echocardiography (ice) was used to identify an effusion and the patient's blood pressure continued to drop. The physician started cardiopulmonary resuscitation until a pericardiocentesis could be performed. Approximately an hour later the patient was stable enough to be taken to the operating room. When the catheter and wire were removed there was no tissue visible. The patient received plasma and underwent surgery for the perforation, so the ablation procedure was cancelled at that time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.